Manufacturer narrative:
The company service representative examined the system and no problems were found. The solenoid spacers were replaced as a preventive measure. The company service representative recommended the customer check the o-rings on all the I/a handpieces. The system was then tested and met all product specifications. The solenoid spacers have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary (B) (4) when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4). (B) (4).

Event description:
Adverse event: corneal burn. The facility biomedical engineer reported a corneal burn. Additional information has been requested on the event and patient status.